Event description:
A customer reported that blood was observed in the pressure monitoring line of a system 1000 hemodialysis machine. There was no pt injury or medical intervention associated with this incident. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during pt use.